Event description:
It was reported that while eating dinner the user experienced hypoglycemia, with a continuous glucose monitor (cgm) trend showing decreasing values and a confirmatory fingerstick of 62 mg/dl. The user treated with oral carbohydrates including orange juice and peanut butter. Symptoms included low blood glucose. Outcomes included transient impairment requiring self-treatment with oral glucose. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed no device malfunction identified and that user education on hypoglycemia recognition and treatment was provided. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that the device function could not be implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.